Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.